Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ chronic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('general abnormal bleeding') in a 25-year-old female patient who had essure (batch no. 9705-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included buspirone since (B)(6) 2013 for anxiety and depression as well as medroxyprogesterone acetate (depo provera). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("bladder / urinary problems ¿ vaginal infect") and depression ("depression"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), metrorrhagia ("metorhagia (bleeding b/w periods)"), anxiety ("psychology injury/ psychological or psychiatric problems condition: anxiety and mental anguish"), bacterial vaginosis ("bacterial vaginosis") and post procedural complication ("post procedural complication"). The patient was treated with metronidazole, nsaids, paracetamol (acetaminophen) and surgery (d&c, endometrial ablation on (B)(6) 2016 and hysterctomy (full), bilateral salpingectomy, uterus and cervix were removed.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, metrorrhagia, vaginal infection and bacterial vaginosis had resolved and the anxiety, depression and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, post procedural complication, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2010. She received treatment for pain, bleeding, psych injury, bladder / urinary problems. Discrepancy noted: in current pfs plaintiff reported that she did not undergoes essure confirmation test but in previous follow up hsg results were provided. She received treatment for events pain and bleeding, bladder/ urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record; pelvic pain, urinary tract infection, dyspareunia, metromenorrhagia, vaginal infection, vaginal hemorrhage, menorrhagia , abdominal pain. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet report received. Added event post procedural complication, bacterial vaginosis. Outcome of events bacterial vaginosis was updated as recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ chronic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in a 25-year-old female patient who had essure (batch no. 9705-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included buspirone since (B)(6)2013 for anxiety and depression as well as medroxyprogesterone acetate (depo provera). On (B)(6)2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("bladder / urinary problems ¿ vaginal infect") and depression ("depression"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), metrorrhagia ("metorhagia (bleeding b/w periods)"), anxiety ("psychology injury/ psychological or psychiatric problems condition: anxiety and mental anguish"), bacterial vaginosis ("bacterial vaginosis"), post procedural complication ("post procedural complication"), vaginal discharge ("vaginal discharge"), urinary tract infection ("uti"), cystitis ("bladder infection"), bladder disorder ("bladder disorder") and urinary tract disorder ("urinary tract disorder"). The patient was treated with metronidazole, nsaids, paracetamol (acetaminophen) and surgery (d&c, endometrial ablation on (B)(6)2016 and hysterectomy (full), bilateral salpingectomy, uterus and cervix were removed.). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, metrorrhagia, vaginal infection, bacterial vaginosis, vaginal discharge, urinary tract infection, cystitis, bladder disorder and urinary tract disorder had resolved, the anxiety and depression was resolving and the post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, bacterial vaginosis, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, post procedural complication, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6)2010 she received treatment for pain, bleeding, psych injury, bladder / urinary problems. Discrepancy noted: in current pfs plaintiff reported that she did not undergoes essure confirmation test but in previous follow up hsg results were provided. She received treatment for events pain and bleeding, bladder/ urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record; pelvic pain, urinary tract infection, dyspareunia, metromenorrhagia, vaginal infection, vaginal hemorrhage, menorrhagia , abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jun-2020: pfs received. Reporter's information added. Event: depression and anxiety outcome were updated to recovering. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ chronic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in a 25-year-old female patient who had essure (batch no. 9705-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included buspirone since (B)(6) 2013 for anxiety and depression as well as medroxyprogesterone acetate (depo provera). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("bladder / urinary problems ¿ vaginal infect") and depression ("depression"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), metrorrhagia ("metorhagia (bleeding b/w periods)"), anxiety ("psychology injury/ psychological or psychiatric problems condition: anxiety and mental anguish"), bacterial vaginosis ("bacterial vaginosis"), post procedural complication ("post procedural complication"), vaginal discharge ("vaginal discharge"), urinary tract infection ("uti"), cystitis ("bladder infection"), bladder disorder ("bladder disorder") and urinary tract disorder ("urinary tract disorder"). The patient was treated with metronidazole, nsaids, paracetamol (acetaminophen) and surgery (d&c, endometrial ablation on (B)(6) 2016 and hysterectomy (full), bilateral salpingectomy, uterus and cervix were removed.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, metrorrhagia, vaginal infection, bacterial vaginosis, vaginal discharge, urinary tract infection, cystitis, bladder disorder and urinary tract disorder had resolved, the anxiety and depression was resolving and the post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, bacterial vaginosis, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, post procedural complication, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2010. She received treatment for pain, bleeding, psych injury, bladder / urinary problems. Discrepancy noted: in current pfs plaintiff reported that she did not undergoes essure confirmation test but in previous follow up hsg results were provided. She received treatment for events pain and bleeding, bladder/ urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record; pelvic pain, urinary tract infection, dyspareunia, metromenorrhagia, vaginal infection, vaginal hemorrhage, menorrhagia , abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ chronic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 9705) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("psychology injury/ psychological or psychiatric problems condition: anxiety and mental anguish") and depression ("depression"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), metrorrhagia ("metorhagia (bleeding b/w periods)") and vaginal infection ("bladder / urinary problems ¿ vaginal infect"). The patient was treated with surgery (d&c, endometrial ablation and hysterectomy (full), bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, metrorrhagia and vaginal infection had resolved and the anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2010 she received treatment for pain, bleeding, psych injury, bladder / urinary problems. Discrepancy noted: in current pfs plaintiff reported that she did not undergoes essure confirmation test but in previous follow up hsg results were provided. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record; pelvic pain, urinary tract infection, dyspareunia, metromenorrhagia, vaginal infection, vaginal hemorrhage, menorrhagia , abdominal pain. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs and medical records received : new events abnormal bleeding (vaginal), anxiety, depression were added. Lot number was added. Reporter information was added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ chronic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 9705-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2013, the patient had essure inserted. In august 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("psychology injury/ psychological or psychiatric problems condition: anxiety and mental anguish") and depression ("depression"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), metrorrhagia ("metorhagia (bleeding b/w periods)") and vaginal infection ("bladder / urinary problems ¿ vaginal infect"). The patient was treated with surgery (d&c, endometrial ablation and hysterctomy (full), bilateral salpingectomy). Essure was removed on 19-sep-2017. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, metrorrhagia and vaginal infection had resolved and the anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in insertion date- sep-2010 she received treatment for pain, bleeding, psych injury, bladder / urinary problems. Discrepancy noted: in current pfs plaintiff reported that she did not undergoes essure confirmation test but in previous follow up hsg results were provided. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record; pelvic pain, urinary tract infection, dyspareunia, metromenorrhagia, vaginal infection, vaginal hemorrhage, menorrhagia , abdominal pain. Most recent follow-up information incorporated above includes: on 10-oct-2019: update of information (batch is not valid) no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ chronic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in a 25-year-old female patient who had essure (batch no. 9705-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included buspirone since (B)(6) 2013 for anxiety and depression as well as medroxyprogesterone acetate (depo provera). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("bladder / urinary problems ¿ vaginal infect") and depression ("depression"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), metrorrhagia ("metorhagia (bleeding b/w periods)"), anxiety ("psychology injury/ psychological or psychiatric problems condition: anxiety and mental anguish"), bacterial vaginosis ("bacterial vaginosis"), post procedural complication ("post procedural complication"), vaginal discharge ("vaginal discharge"), urinary tract infection ("uti"), cystitis ("bladder infection"), bladder disorder ("bladder disorder") and urinary tract disorder ("urinary tract disorder"). The patient was treated with metronidazole, nsaids, paracetamol (acetaminophen) and surgery (d&c, endometrial ablation on (B)(6) 2016 and hysterctomy (full), bilateral salpingectomy, uterus and cervix were removed.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, metrorrhagia, vaginal infection, bacterial vaginosis, vaginal discharge, urinary tract infection, cystitis, bladder disorder and urinary tract disorder had resolved and the anxiety, depression and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, bacterial vaginosis, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, post procedural complication, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2010 she received treatment for pain, bleeding, psych injury, bladder / urinary problems. Discrepancy noted: in current pfs plaintiff reported that she did not undergoes essure confirmation test but in previous follow up hsg results were provided. She received treatment for events pain and bleeding, bladder/ urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record; pelvic pain, urinary tract infection, dyspareunia, metromenorrhagia, vaginal infection, vaginal hemorrhage, menorrhagia , abdominal pain. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. New events: vaginal discharge, uti, bladder disorder, urinary tract disorder, bladder infection were added. Outcome for pain and vaginal discharge, uti, bladder disorder, urinary tract disorder, bladder infection, vaginal infection were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ chronic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding"), metrorrhagia ("metorhagia (bleeding b/w periods)"), genital haemorrhage (seriousness criterion medically significant), psychological trauma ("psychology injury") and vaginal infection ("bladder / urinary problems ¿ vaginal infect"). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, genital haemorrhage and vaginal infection had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, psychological trauma and vaginal infection to be related to essure. The reporter commented: discrepancy noted in insertion date-(B)(6) 2010 received treatment for pain, bleeding, psych injury, bladder / urinary problems - yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: new pfs received- new events added; abdominal pain, chronic, dysmenorrhea (as written) (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), genital abnormal. Bleeding, psych injury, bladder / urinary problems-vaginal infection were added.outcome of events pain, bleeding, bladder/urinary from unknown to recovered/resolved were updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.